Event description:
It was reported that the pt's stimulation has gone down her left leg since implant. She has never had therapeutic effect. The pt has experienced shocking sensations since implant. Shocking sensations occurred when she was around an electro-magnetic interference and position changes. She would be fine bending over a table but when she would stand up she would get shocked. The shocking sensation started in her toes and traveled up to the implant site. She fell last winter and the shocking sensations have increased. She had x-rays for lead placement after implant and after the fall. The pt believed her lead moved. The implantable neurostimulator was at the surface of her skin, "it used to be deeper". The pt was at home. Further info is being requested from the hcp.